Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead showed high, out of range (oor) shock lead impedances (sli) once. The rv lead shock impedance trend is within range. Various possible origins for the oor impedances were discussed. At some point the sli went to within range values but then they went back up again. A dft was recommended but has not been completed yet. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead showed high, out of range (oor) shock impedances once. The rv lead shock impedance trend is within range. Various possible origins for the oor impedances were discussed. The rv lead remains in service. No adverse patient effects were reported.